Event description:
It was reported that the fast ventricular tachycardia (fvt) event listed with markers and plot diagram but no electrogram (egm). The recording of fvt immediately preceded the emergency medical technician (emt) arrival and efforts to resuscitate the patient and the egm appeared to be overwritten by the multiple attempts to resuscitate the patient. The patient appeared to have died of a sudden cardiac death at two weeks following an aggressive electrophysiology (ep) study which yielded no proof of an inducible arrhythmia. The patient died within hours of the recorded event and concern was expressed about the loss of the egm recording. The caller was not the person that printed the episode so he did not know if the person printed the entire episode or not. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).